Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the pump battery compartment was found to be cracked from the threads to the case seal. The pump battery cap was found to have a damaged ¿coin slot¿. The pump powered on with a dim and discolored display screen. When the keypad buttons were tested, the down arrow button was found to be intermittently responsive to button presses. The keypad was removed and the down arrow contact was found to be cracked and contamination was found under the contrast button contact. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the battery cap was damaged, the display screen was dim and discolored, and contamination was found under the keypad button contacts. This report is made based on the results of evaluation completed 07/28/2015.